Manufacturer narrative:
The user provided several examples comparing sensor glucose (sg) and blood glucose (bg) values, which showed some discrepancies. The user was educated on expected differences between sg and bg values, including the effects of physiological lag and the importance of focusing on trends rather than individual readings.the case was escalated for further review. The escalation team found no issues with the system based on the diagnostic upload and data provided. A sensor re-link was advised to help address the user's concerns. Eventually, the user called back and was guided through the re-linking process, which was completed successfully. The system entered the initialization phase, and the user was instructed to complete four calibrations within 36 hours. As per dms,user is currently using the system with up-to-date information.

Event description:
On 24 april 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.